Event description:
Post breast implant: diagnosed with lupus, with possible sjogrens and ra. Multiple health problem since breast implants including rash, fever, joint pain and weakness, brain fog, dry eyes, ibs, gastro issues, temperature intolerance, headaches, high heart rate, pain surrounding implant, anxiety, depression, etc.